Manufacturer narrative:
The device evaluation summary has been updated: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis mentor was unable to confirm the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/10/2020, additional information was received indicating the patient experienced a breast mass (fibroadenoma) which was excised during explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate plus profile 325cc, catalog number 3502325, serial number (B)(4). Manufacturer¿s reference number: pc-000530642

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor smooth round moderate plus profile 325cc breast implant and experienced deflation on the right side. Deflation was confirmed by physician during a physical exam. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 9/20/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample it appeared intact. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).